Event description:
It was reported that the patient complained of phrenic nerve stimulation. The physician decided to look at the lead via fluoroscopy and thought the lead insulation exhibited an anomaly. Technical services reviewed the images and did not confirm any insulation anomalies. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.